Event description:
As reported by the user facility: event: clamps breaking. "We have had continuing problems with the plastic clamps for the pinnacle bags. These clamps break and we have leaks (some with chemo drugs). MFR ref #: 9681240-2013-00189.